Manufacturer narrative:
(B)(4). Batch # n54a3d. The analysis found that the plee60a device was received in good visual condition and with five cartridges present. The cartridges were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Intra-operative photos were received. Three photos provided were reviewed and a revised detail of the photos showed: photo # 1 a green cartridge reload appears to be fully fired and three staples over the cartridge deck in proper b form shape. Photo # 2 and # 3 four black cartridges reloads can be appreciated fully fired and with proper b-formed staples above the cartridge deck. Based on the pictures along no conclusion could be reached on how the reported event occurred, as the visible drivers on the reloads are an indication that the firing sequence was completed on all of them. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: multiple gst reloads were used during lap revision procedure without full staple formations. The patient was converting from a sleeve to a gastric bypass. Stapler used was plee60a. Green reload (gst60g) was used to create bottom portion of gastric pouch. Initial firing did not deploy all staples, creating an incomplete row of staples at the distal tip. Four black reloads (gst60t) were used to complete the pouch further up the stomach. Each firing did not exhibit three rows of staples. There were moments where one row was only present. It is noted that the surgeon went over existing staple lines. Surgeon also stated that the stomach tissue was abnormal and inflamed due to its migration up the esophagus. Reloads are saved and show complete staple formations, but not deployed out of the cartridge, explaining only partial rows of staples being formed. Additional information requested and received: do you know if they noticed any tissue movement during firing? Do you know if they happen to have any intra-operative photos or video available? Response received from sales rep: there wasn't any observations of the tissue moving during the firing. And unfortunately they do not have additional photos intraoperatively.

Event description:
It was reported that during a laparoscopic revision (sleeve to bypass) procedure, the green load used to create gastric pouch. The initial firing did not deploy all staples, creating an incomplete row of staples at the distal tip. The staple line was over sewn. There were no adverse consequences for the patient.